Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log files. The reported event of the pump running light emitting diode (led) being off was unable to be confirmed as no product was returned for evaluation. The submitted system controller event log file captured intermittent power cable disconnect alarms on (B)(6) 2025 while connected to battery power. The alarms activated due to an invalid relative state of charge (rsoc) fault associated with the white power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and cleared shortly after each time. Additionally of note, some of the power cable disconnect alarms were also associated with low power advisories and low power hazard alarms. The alarms did not affect the system controller's ability to operate the pump at the set speed. The driveline was later disconnected appearing consistent with the reported system controller exchange on (B)(6) 2025. There were no other notable events or alarms captured in the log file. The provided information indicated that the system controller was exchanged by the patient after the pump running leds went out. Upon initial interrogation at the clinic, it appeared that the patient was having "repeated power disconnects" on the white power cable prior to the exchange. Additionally, it was noted that the pump running leds illuminated brightly when a self-test on the controller was performed. Multiple attempts were made to obtain additional information; however, no additional information was provided. A root cause for the reported events could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU, ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ address all alarms (auditory and visual), and explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Section 8 of the IFU, ¿equipment storage and care¿ and section 6 of the patient handbook, ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic after performing a system controller exchange due to their pump running light being off. Upon initial interrogation, it appeared that the patient was having "repeated power disconnects" on the white power cable prior to the exchange. Additionally, it was noted that the pump running light illuminated brightly when a self-test on system controller (B)(6) was performed. Log files were submitted for review. The log file contained no pump stops or speed drops below the low-speed limit prior to the system controller exchange. Prior to the system controller exchange there were also some odd voltages and indications of intermittent weak connections between the battery and battery clips on the system controller white lead.